Manufacturer narrative:
One used tracheostomy was returned for evaluation. Upon visual inspection, no discrepancies were found. Device underwent functional testing by submerging cuff under water to detect for leaks. As a result, leaks were noted. This confirms the reported customer complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical tracheostomy tube was noted to have a cuff deflate easily. They stopped using it and there was no patient injury as a result.